Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse phone called the customer and had customer un-screw sample needle from manifold and perform a reset from maintenance screen with no error. Reconnected needle to manifold and error re-occured. Fse had customer replace sample needle again. Fse was dispatched and on 28-july-2016 found three white sample racks with bent or missing tube alignment spring and one sysmex missing the tube insert. Recommended customer to trash those racks and order new ones. Also check needle to dilution block and sample loader with no adjustment needed. The most probable cause of the reported event was a sample racks missing tube guide springs.

Event description:
On (B)(6) 2016, the customer reported syringe l error with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.